Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the moderately calcified and average tortuous mid left circumflex artery. The physician met resistance during advancement of the 2.50x24mm taxus express2 stent to the lesion and was unable to cross the lesion after several attempts. Then it was noted that "the stent was lifted up". There were no pt complications. The procedure was completed with a 2.5x15 non-bsc balloon catheter. The pt status reported as "good".